Event description:
It was reported that due to premature eri, device was explanted and replaced. Patient condition was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.